Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the very tortuous, moderately calcified and 99% stenotic mid right coronary artery. The physician advanced the 3.0 x 15 mm maverick2 balloon to the lesion and inflated the balloon to 10 atms for 15 seconds and then the balloon ruptured. The device was removed from the patient intact. The procedure was successfully completed with a different balloon and the deployment of a stent. Patient status is listed as "good".

Manufacturer narrative:
Device eval: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.